Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented with dislodgement due to twiddler's syndrome noted on both leads. This resulted in high capture thresholds noted on the right atrial lead. The dislodgement of the right ventricular lead resulted in high capture thresholds, low sensing, and low pacing impedance. The leads were explanted and replaced on 3 apr 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, r-wave amp variation, and low pacing impedance. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of inadequate capture, r-wave amp variation, and low pacing impedance were not confirmed. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.